Event description:
Reporter stated that the device's 3rd and 4th internal contacts had melted. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.